Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridges during the load sequence. Customer changed pump supplies to resolve the issue. There was no adverse impact to customer's blood glucose level.